Event description:
It was reported that a patient had an allergic reaction and a ¿very unusual fibrous reaction to the electrode over her dura.¿ it was noted that the lead was either removed or would be removed and a ¿consultant¿ wanted a skin patch test. Nine days later, it was reported that there was no date for the allergy test, the lead was removed, and the fibrous capsule was excised.

Manufacturer narrative:
(B)(4).